Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause for the reported difficulty removing the closure device could not be determined. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an puncture closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, the device could not be removed from the patient anatomy. The patient was taken to surgery for device removal. The physician is reported to be trained in the use of the proglide device. No additional information was provided.